Event description:
A doctor's office alleged that one (1) patient had experienced a loosened crown on tooth #10 due to a broken fibrekor post.

Manufacturer narrative:
Patient information with regard to age, gender, and weight were not provided. The restoration was not removed and is currently still in the patient's mouth; the doctor is waiting to see if the crown falls out on its own. It was confirmed that the patient is currently doing fine at this time. The office has been instructed to report any further changes to the patients condition that may be associated with this incident, should any occur. The product involved in the alleged incident was not returned and no lot number was provided; therefore, no evaluation can be conducted.